Event description:
The sales rep reported female had re-vision surgery after determining 4cm of nitinol wire had broken and lodged in her knee joint. This was determined after the second set of x-rays were taken, 3-4 weeks post op. The patient did not present with any pain or discomfort. The fragment was removed and is being returned for evaluation. The sales rep could not confirm if the device had been re-processed since it was not documented any where. This facility has been known to re-process their guide wires in the past. Date of original surgery: (B)(6) 2014. Date of second x-ray: (B)(6) 2014.

Manufacturer narrative:
The complaint device was received and evaluated. Visual observation confirms approximately 4 cms of the distal tip is broken. This type of failure is typically observed with excess torque and off angle insertion. It was also noted that this facility reprocesses the guide wire. However, it is unknown if the device is question was reprocessed. This is a single use device and not intended to be reprocessed. Reprocessing and excessively torqueing the device may possibly contribute to the failure. At this time, from the description provided, a definitive root cause cannot be determined. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. A complaints search for this product code resulted in 4 similar complaints in the last 12 months. This failure was reviewed against the risk analysis document and found to be within the expected range and the risk is considered minimal. Based on the overall complaint rate, at this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.